Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-aug-2019 with the following findings: a review of the pump¿s black box showed cs 052 and cs 054 alarms on (B)(6) 2017 and (B)(6) 2017. During testing, the pump was powered on to the verify screen with audio tones and vibrations functional. The pump was exercised for 12 hours on a 1 unit per hour basal rate with no call service alarms occurring. The pump case was removed and internal moisture corrosion was observed on the transceiver board and printed internal circuit board components. The complaint of a call service alarm issue was shown in the history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.